Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had compromised force sensor system alarm and drive support cap was loose. The blood glucose of the customer was unknown. Customer stated insulin was squirting out during the manual prime process. Customer stated that insulin pump was not dropped or bumped prior to the alarm occurring. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.